Manufacturer narrative:
Applied medical was not notified of event by hosp. We were notified through FDA of the event at the hosp. We are requesting the hosp submit the event sample for eval and we will provide FDA with a follow-up as info becomes available. In 2007, 11 units (.02%) out of 55,537 sold results in mdrs for "burst bag". For q1 2008, 3 units (.01%) out of 21,184 sold resulted in the same MDR. Most of the failures were attributed to users attempting to extract the filled bag through an undersized incision. The product info data sheet specifically prescribes that, under these conditions, the incision must be enlarged. This is standard procedure that requires judgment on the part of the practitioners, most of whom adjust appropriately.